Event description:
It was reported the pt was having issues recharging. Pt was in overdischarge mode for past six months to one year. A power on reset was done but pt said he felt like he was having to leave charger on for several days to get adequate stimulation and fully charged. Pt got frustrated and quit using his implanted system. Pt was unable to tell if he was getting good coupling with recharging. Replaced battery and impedances were less than 2000 ohms. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).